Event description:
When preparing radioactive doses for an examination in nuclear medicine, staff found that the needle cap in the syringe was very difficult to take off. The needle cap required significant force and while forcing it off, the plunger was hit and radioactive fluid was sprayed onto multiple items in the hot lab, as well as onto the technologist. This required major clean-up in the hot lab, and the technologist needed to change clothing and shower to remove the radioactive fluid from his/her body. Immediate clean-up requirements did delay the customer's exam. Staff believes that what happens with this needle is that it is fine to remove the cap the first time, but they do recap these when they measure it in the dose calibrator, and it is the uncapping it the second time that causes it to be really difficult.